Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = clear. Case type = ngp. Customer returned device for alleged blank display and cosmetic damage located at the battery compartment found on october 12, 2022. The device passed the displacement test and active current test. The device failed the self test due to absence of vibration. The device failed the sleep current test. Test p-cap locked properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Successfully downloaded device history files and traces using thus software. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to moisture damage j6 connector. Device alarmed a failed battery test october 11, 2022 at 21:53:11.000 or 9:53:11 pm. Device alarmed a device error 68 on october 11, 2022 at 21:53:18.000 or 9:53:18 pm. Device alarmed a device error 49 on october 11, 2022 at 21:53:18.000 or 9:53:18 pm. Device alarmed a device error 23 on october 11, 2022 at 21:54:19.000 or 9:54:19 pm. Device was cut open to perform visual inspection and found moisture damage on the vibrating motor, electrical board, lithium back up battery, lcd flex connector, and force sensor. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, cracked keypad overlay, keypad overlay texture damage, label damage, cracked retainer, and corroded battery tube.blank display was not confirmed. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on vibrating motor, electrical board, lithium back up battery, lcd flex connector, and force sensor. High sleep current measurement was confirmed due to moisture damage on the electronic assembly. Absence of vibration was confirmed due to moisture damage on the vibrating motor. Retainer ring damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and battery compartment damaged.  Insulin pump display was blank for more than 30 seconds and did not returned. No harm requiring medical intervention was reported. The device will be returned for analysis.